Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a cardiac ablation procedure. Reportedly, after the knot was deployed, the device would not release. While attempting to pull out the device, resistance was noted and the patient complained of pain. Surgery was performed to treat the pain and to remove the device. Hemostasis was achieved via manual suturing during the surgery. A clinically significant delay was reported due to the surgery, however, there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.